Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-58 implantable pacing lead, implanted: (B)(6) 2009; product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was oversensing and noise on the right atrial (ra) lead and noise on the right ventricular (rv) lead. The sensitivity of the ra lead was changed. Both leads remain in use. No patient complications have been reported as a result of thisevent.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were crushed. Both leads were cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.